Event description:
Patient was revised to address cup malpositioning and disassociation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Update rec¿d 4/9/2014 - legal claim received. In addition to what was reported previously, the claim states the patient dislocated several times ((B)(6) 2010, (B)(6) 2011, (B)(6) 2013) pain and squeaking. The claim also states that during the revision a surrounding ring was loose and "floating" around the ball joint. We are adding the head to address the dislocation claim. The complaint was updated on : 4/9/2014. Doi: (B)(6) 2010 dor: (B)(6) 2013 (left hip). The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. Review of the device history records and/or a complaint database search was not possible for the head as the product and lot code required was not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Territory (B)(6) reports that the patient was revised to address cup malpositioning and disassociation. Doi: (B)(6) 2010, dor: (B)(6) 2013 (left hip). The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 4/9/2014 - legal claim received. In addition to what was reported previously, the claim states the patient dislocated several times ((B)(6) 2010, (B)(6) 2011 , (B)(6) 2013) pain and squeaking. The claim also states that during the revision a surrounding ring was loose and "floating" around the ball joint. We are adding the head to address the dislocation claim.